Manufacturer narrative:
B4: 13-may-2021. D6a: 11-aug-2014. D8: no. G1: mr. (B)(6). G3: 13-may-2021. G6: follow-up # 1. H2: correction, additional information, device evaluation. H3: yes. H6: health effect - clinical: 2377, 1848. Health effect - impact: 4627. Medical device problem code: 1099. Type of investigation: 10, 3331. Investigation findings: 3252. Investigation conclusions: 4315. H10: it was reported that the surgeon observed osteolysis around the implant. The patient had reportedly fallen, but no time point was provided. The radiograph image indicated that the device had experienced a loss of height, possibly due to the reported fall and bone loss. The patient had not complained of pain at the time, which the device was not removed resulting in the observed escalation of damage. Due to the lack of initial post-op and interim images, further analysis was hindered. The implant was not intact as-received. No laboratory report was provided; however, histological analysis were performed by an outside laboratory where a majority of the polymeric particles showed a banded texture consistent with polyethylene fiber. The device had experienced mechanical failure.

Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any relevant non-conformances to specification or deviations in procedure.

Event description:
It was reported that a patient fell and subsequently the m6-c artificial cervical disc was removed.